Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated he was mopping and the reservoir fell out, it was not locked in place at all. Customer stated he did not screw it all the way and had to use a plunger to push out the air bubbles. Customer's blood glucose was 344 mg/dl, attempted to bolus and device alarmed. Customer was advised to do a fixed prime, insulin did not exit and device alarmed. Customer was advised to remove reservoir from the device, disconnect and reconnect reservoir and infusions set. Customer was able to push insulin through tubing but there was a greater then normal resistance. Customer was advised to replace reservoir and infusion set. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.